Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n245010, implanted: (B)(6) 2010, product type: accessory. Product ID 8709, lot# l62217, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen therapy via an implanted pump. The type of baclofen, concentration and dose were not provided. The pump's indication for use (IFU) was listed as intractable spasticity and multiple sclerosis. Compatibility guidelines were requested for a magnetic resonance imaging (MRI). There was not a suspected problem with the device or therapy. The MRI was being performed due to low back pain and pain into the tail bone. The change in therapy/symptoms was ongoing/gradual. The event date was noted as (B)(6) 2015. The hcp said at the patient's last MRI the patient complained of feeling the pump move during the MRI. This last MRI was due to neck pain and the hcp did not know when this MRI was performed or when the neck pain first started. It was further reported the patient asked the MRI technician if they could wrap the pump to keep it from moving. The patient was going to see the managing physician following the MRI to get a post MRI pump check. Additional information has been requested, but was not available as of the date of this report.